Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified upper anastomotic shunt. A 6.0mmx40mmx40cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 14 atmospheres; however on the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another 6-40/5.3/40 mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified a longitudinal tear in the balloon. The tear was located at 2mm distal to the distal edge of the proximal markerband and it extended into the distal transition zone for a total length of 36mm. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified upper anastomotic shunt. A 6.0mmx40mmx40cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 14 atmospheres; however on the second inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another 6-40/5.3/40 mustang balloon catheter. No patient complications were reported and the patient's status was good.